Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable elecsys ft3 iii results for three patient samples and a questionable elecsys tsh assay result for one sample from a cobas 8000 e 801 module. The serial number was requested but was not provided. The medwatchs involved in this event include (B)(6). The samples were submitted for investigation and tested on a cobas 8000 e 801 module, a cobas 6000 e 601 module, a cobas e 411 immunoassay analyzer, and a centaur analyzer. Information concerning if any erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. The investigation was unable to find a definitive root cause. From the information provided, a general reagent issue was not likely.

Manufacturer narrative:
Samples from the patients were submitted for investigation and an interfering factor to the assay antibody/idiotype was identified in the samples. This interference is documented in product labeling.